Event description:
It was reported that the over temp button is not working. No patient injury was reported.

Manufacturer narrative:
Other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was returned with a missing tank cover, a cracked front cover, and a corroded drain fitting. The reported problem could not be duplicated; the complaint cannot be confirmed. Replaced the damaged components and completed the preventive maintenance. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. D5 and e4 are unknown, no information provided to date.